Event description:
The user facility reported a 36-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Cp support ongoing when there were purge alarms and the purge disc was found to be broken. The purge disc holder came off the automated impella controller (aic). The team successfully set up the back up aic. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email, d2 device name has been updated, d4 model number has been updated, d9 device return date added, f6 and f8 should have been left blank, h6 type of investigation code added.